Event description:
Healthcare professional reported "rupture", "prostheses with folds and contour alterations", and "periprosthetic fluid " confirmed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture", "prostheses with folds and contour alterations", and "periprosthetic fluid". The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued e1 phone number: (B)(6).